Event description:
A surgeon reported that during cataract surgery, a posterior rupture occurred. While setting up for the anterior vitrectomy, only the 20g vitrectomy probe could be used. There was no option to use the 23 or 25 gauge sets. The anterior vitrectomy was completed, everything went well, and the pt is fine.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. The customer reported that only 20 gauge vitrectomy probe is available in anterior vitrectomy, while 23 gauge and 25 gauge are available in posterior vitrectomy. These settings are correct for a system at the software revision in use at the time and the system is functioning as expected. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the pt event cannot be determined in this investigation. Posterior capsules tear is an issue that is occasionally reported with cataract surgery. (B)(4).